Event description:
It was reported that the patient stated she "was close to getting shocked while in pool and then when sitting on side of pool". The patient had the device checked. The device remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.